Event description:
It was reported that the patient had tachycardiac atrial fibrillation and the device was ineffective on detection and therapy success rate. The device remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.